Event description:
It was reported that patient went into vf on telemetry and device did not detect arrhythmia. Patient was on hemodialysis for sepsis and had history of obesity and low ef. Patient was shocked externally and after several external shocks patient was pronounced dead. Device failed to sense. Event could not be identified during device interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications. The cause of the sensing anomaly observed in the field was undetermined.